Event description:
On (B)(6) 2025, the user's caregiver reported that on (B)(6) 2025 the ilet screen had cracked in three places. The device continued to function, but a replacement was arranged due to concern that the damage could worsen. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.